Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, d6b, h6.

Event description:
Device has been explanted.

Event description:
Health care professional reported a left-side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Correction to the parent record and initial medwatch 2627300, the correct aware date (g3) is: 08/17/2022. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a crease smooth opening on posterior side assessed to a fold flaw opening. Additional observations: crease fold observed in the device wear abrasion observed in the device yellow particles observed inside of the device no further actions are required as the device was implanted.